Event description:
The customer reported that the battery was "not getting charged". There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.